Manufacturer narrative:
Information is being requested regarding patient involvement, delay or medical intervention. If additional information becomes available a follow-up will be submitted.

Event description:
It was reported by the customer that the saw blade was breaking.